Event description:
Related manufacturing reference number: 2017865-2021-36633. It was reported that the patient developed an infection. The patient's implantable cardiac defibrillator (ICD) and right ventricular (rv) lead were explanted. Patient consequences were not reported.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.